Manufacturer narrative:
Continuation of d10: 1699tc lead implanted: (B)(6) 2009 694765 lead implanted: (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine weeks post upgrade procedure discomfort, redness and swelling were noted and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. It was noted that the source of the infection was cutibacterium acne which infected the device pocket site and cellulitis was noted. The cardiac resynchronization therapy defibrillator (crt-d) system was replaced three months later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.